Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found gap in the grip. In addition, the following reportable malfunction was identified during the device evaluation: no image. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure "head of scope is detached from body" is due to physical damage. The most probable cause of this complaint is traced expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the head of scope was detached from body. The issue was found during reprocessing. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.